Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a phone call from the patient's sister reporting that the patient's heart stopped and he passed away in late (B)(6) 2016. Records show the patient died one day after a normal generator replacement from a competitor device to a boston scientific cardiac resynchronization therapy defibrillator (crt-d). During that procedure, two epicardial leads that were added to the system on the left ventricle. The patient's sister reported that the patient's heart stopped and he died. The boston scientific field representative that was present for the procedure was contacted for additional information. The field representative was not aware that the patient had died following the procedure. He did confirm that the procedure was successful with no complications and mentioned that the patient's health was poor prior to the procedure. Boston scientific is not aware of the events that occurred following the procedure until the patient's death. The device was not returned.